Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A male patient who is reported to be thin underwent an unknown catheterization procedure on an unknown date. There was no report of complications during the procedure or closure. Successful hemostasis was achieved with the mynx. Three days post procedure, the patient presented to the physician's office with localized redness described as protruding red bumps and swelling at the access site, diagnosed as local reaction. The patient was reportedly admitted to the hospital and placed on IV antibiotics (physician believes it was ancef). The following day, the physician took the patient off the IV antibiotics and started him on an oral form (keflex). It was also reported that the vascular surgeon examined the access site and he expelled a clear fluid around the area and the patient "got better."